Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting rapidly, which led to a pump shutdown. The customer's blood glucose (bg) was reportedly in the mid 100 mg/dl to low 200 mg/dl range. Tandem technical support instructed the customer to charge the pump completely and monitor the battery performance. Customer acknowledged. Upon follow-up, the customer declined further assistance from tandem technical support. No additional information was provided.